Event description:
It was reported that the patient with this right atrial (ra) lead experienced discomfort. This ra lead was explanted and was replaced with leadless device. No additional adverse patient effects were reported.